Manufacturer narrative:
It was reported that the customer got a third degree burn from using the bandage. There was no contact information provided in the report that the manufacturer received from the retailer to follow up with the customer therefore no additional information is available to be obtained. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the customer got a third degree burn from using the bandage. No additional information is available.